Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer¿s investigation conclusion: a specific cause for the reported event could not be conclusively determined through this evaluation; however, the supplier of the oxygenator (eurosets) determined that there was no fault of the oxygenator. The production documentation for oxygenator, lot number 7559308, was reviewed by the external manufacturer (eurosets) and showed that all tests from the production process were compliant with the technical specifications. Based on the information provided, eurosets determined there were no detected values that indicated a possible fault from the device. The eurosets amg pmp instructions for use (IFU), rev. 04, is currently available. Under the list of warnings, the IFU warns that during the extracorporeal circulation (ecc) a backup oxygenator is necessary and also warns that the extracorporeal circulation has to be carefully and continuously checked. Under the section titled, ¿bypass start¿, the IFU contains a subsection on blood gas monitoring and explains how to adjust the relevant parameters based on the patient¿s blood gas values. Under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was placed on extracorporeal membrane oxygenation (ECMO) support using a euroset oxygenator. Upon initiation, the oxygenator was putting out low po2 immediately despite oxygen source from the blender or tank. The oxygenator was exchanged within an hour and the new oxygenator resolved the issue. The patient was ultimately decannulated and off ECMO support.